Manufacturer narrative:
Returned lancet device could not be tested due to a defective button. Unable to determine if lancet retracts properly.

Event description:
The rptr states that the lancet is visible past the cap after she gets the accu-chek multiclix lancet device to "click". No action taken or treatment given based on the lancet device issue. No adverse event reported. The accu-chek customer care service center sent new device. Customer advised to return suspect device.